Manufacturer narrative:
One medfusion 3500 pump was returned for analysis due to displaying a motor failure. There was a motor rate error in the history log. The operator was unable to perform occlusion test to verify the motor rate error due to plunger assembly was stuck. There was wear and tear noted. The device was repaired and calibrated. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
Information was received that device had motor failure. No adverse effects reported.